Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had a motor error alarm, a motor position encoder error alarm, and a check settings alarm. Customer reported that the drive support cap appears normal. Customer stated that his settings are now all zero. Customer stated that he flew down and went through a body scanner with an x-ray. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose/flush drive support disk. The motor was tested outside of the insulin pump and passed. The insulin pump was unable to verify alarm in the alarm history due to erased history file due to several alarms at the alarm history file. The insulin pump alarmed due to a corrupted history file. No unexpected check setting alarm noted. The insulin pump received with cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.